Event description:
It was reported that there was a programming issue and an alarm occurred. It was indicated that the patient had a refill on (B)(6) 2012. The patient's alarm went off on (B)(6) 2012. The pump was interrogated on (B)(6) 2012 and there were no volume discrepancies indicated as evidenced by the correct expected volume when compared to last refill date. It was suspected that the pump may not been updated completely. The patient outcome was not provided. The drug delivered via pump was unknown. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).